Event description:
Ous MDR - it was reported that shortly after the implantation, the atrial and ventricular impedances were under 100 ohms. The device did not stimulate. It was exchanged and returned for analysis. No adverse patient side effects were reported.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. As a first step of the analysis the pacemaker was visually inspected revealing burn marks on the pacemaker housing. It is reasonable to assume that these burn marks resulted from a surgery tool. The pacemaker was interrogated and the pacemakers memory content was analyzed. In agreement with the clinical complaint description, lead impedances of < 100 ohms were documented in the devices memory. No further anomalies were noted. The battery was fully charged. The ability of the device to deliver therapies was verified. Ventricular pacing was normal and as expected, however, the pacing functionality in the atrial channel was not present. Therefore, using a technical programming tool, an internal reset of the pacemaker was initiated to potentially resume the pacing functionality in the atrium. After reset, the pacemaker was re-tested, showing that the pacemaker was now fully capable to deliver appropriate bradycardia therapy in both channels. Furthermore, a review of the memory content did not show any peculiarities. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. Furthermore the impedance measurement functions were tested proving to be fully functional. In conclusion, the clinical observation was confirmed. Despite a thorough and time consuming analysis, the root cause for the clinical observation was not determinable, however, after an internal reset of the pacemaker, the device proved to be fully functional. It cannot be excluded totally that external influences such as strong electromagnetic fields might have contributed to the clinical observation.

Event description:
Ous MDR - it was reported that shortly after the implantation the atrial and ventricular impedances were under 100 ohms. The device did not stimulate. It was exchanged and returned for analysis. No adverse patient side effects were reported.